Event description:
Pt started having problems immediately after implant. Infections lasted 5-6 months. Pt not informed of risks. Pt left with severe nerve damage in pelvis and down both legs. Sexual intercourse is painful. Cystocele developed and there is possible pelvic erosion. Pt cannot sit for more than 30 minutes and is basically home bound because of this. There has been little improvement.